Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during implant, false sosd was observed. The device was downloaded successfully. Cap maintenance was performed and the device functioned normally.